Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) old male pt in cardiac arrest, the device displayed a "defib fault 72" message. Complainant indicated that the pt subsequently expired.